Event description:
It was reported by svc report that the scale on the bed was not weighing correctly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - load cell.